Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of the unknown bd collection tubing device experienced clotting. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported air is seeping into tubing causing clotting in tubing and underfilled tubes. Collection set of this lot number is seeing a large amount of air seeping into tubing (suspect imperfect seal between metal needle and tubing) this causes clotting in tubing as well as insufficient amount of blood in tubes before vacuum expires.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of the unknown bd collection tubing device experienced clotting. The following information was provided by the initial reporter: material no: unknown; batch no: unknown, it was reported air is seeping into tubing causing clotting in tubing and underfilled tubes. Collection set of this lot number is seeing a large amount of air seeping into tubing (suspect imperfect seal between metal needle and tubing) this causes clotting in tubing as well as insufficient amount of blood in tubes before vacuum expires.